Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) became scratched when the loader advanced the lens. The cartridge tip was not damaged. The haptic or optic of the lens was damaged during advancement. No resistance was noted, and the user did not apply force while delivering the lens. The lens and cartridge did not come into contact with the patient. The procedure was completed using a backup/replacement iol. No additional medical or surgical interventions such as vitrectomy, incision enlargement, or suturing were required. No patient injury, including capsular tear, was reported. The patient outcome status was recorded as ¿boarded cataract.¿ the device was subsequently disposed of by staff. It was noted that balanced salt solution (bss) was used as the cartridge lubricant and was applied at room temperature. No additives were used. The bss was introduced into the cartridge via the canopy. The initial movement of the lens is performed by a technician, and the first twist is performed by the surgeon. No further information was provided. No further information was provided.